Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/07/2025, a patient reported receiving a restart error on the pump. The device was restarted multiple times, but the alert recurred. A replacement device was sent overnight. Blood glucose was not affected.